Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the coronary marginal artery, the 2.25 x 18 mm xience prox stent delivery system (sds) was advanced and while pushing the sds through an unspecified implanted stent, strong resistance was met. The shaft became separated 20 cm from the proximal end. All portions of the device were removed and a second device was successfully implanted. There was no reported adverse patient effect or a significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.